Event description:
It was reported that the ilet bionic pancreas generated alert 39 indicating an insulin shaft encoder failure, the pump was restarted per guidance, the alert recurred, and the device was replaced; during the event the user experienced high glucose with a peak of 280 mg/dl lasting about 1.5 hours, without use of backup therapy and without medical intervention, consistent with a failure to infuse related to the plunger component. Symptoms included hyperglycemia with increased thirst. Outcomes included no health consequences or lasting impact. The device was returned for investigation. Preliminary investigation of this case revealed evidence consistent with an electrical or electronic component problem and a failure to infuse associated with the plunger mechanism. The complaint was confirmed after the device powered on and alert 39 was triggered during a rewind. A visual inspection revealed two damaged pins on the j4 connection of the mainboard. The faulty connection affects the device delivery system, and the entire mainboard will need to be replaced to resolve the issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.